Event description:
While surgeon was drilling the tibia tunnel guide pin broke and shifted the reamer to a wrong direction. This created a hole in the lateral side of tibia and medical femoral condyle. Surgeon used cadaver bone graft to patch the hole, with consent from family.